Event description:
Event details for competitor crhf lead model number: 7120q serial or lot number: bjn11180 * select all that apply: low impedance please specify, if known rv lead impedance : 0 ohms insulation damage * please specify low impedance. 0 ohms oversensing * please specify oversensing seen on carelink transmission per medtronic tech services. (Case # cvg4059172) noise * please specify noise seen on carelink transmission per medtronic tech services. (Case # (B)(4)) * clinical actions for device: diagnostic testing/troubleshooting performed reprogrammed lead turned off if applicable, please provide additional details about what happened to the patient or product(s) relevant to this event (case # (B)(4)). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).